Event description:
Report received of a separation. It was reported that the clave separated from the extension set while in use with a pt. Reportedly, the pt experienced blood loss. There were no reported adverse pt effects. No medical interventions were required.